Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. The device history record for the lot number, ab5285u05, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units, involving two separate patients. This is the second of two reports. Refer to 9611594-2016-00039 for the first report. It was initially reported by the health care professional that the closed suction catheters are "leaking" and as soon as they took the device off the patient, the leak stops; however, while the device is on the patient the device is leaking. Additional information was received on 12-feb-2016 stated that the catheters continued to suction when they are in the closed position and the ventilator alarms. The problem alarm is the saturation of the patient is compromised and after attempts to find the issue it is resolved when the in-line catheter is removed or replaced. The harm or injury that is immediate is the fact that the small patient is not getting their complete breath or the breath is being partially removed, which causes the patient to decompensate. No additional information available.